Event description:
Migration of coil device being used to close patent ductus arteriousus (pda) and embolization of occlusion coil into subsegmental artery of left pulmonary artery. Unable to retrieve. Admitted from sds for 23 hours observation and discharged home. Will return at a later date for re-exploration.